Event description:
A malfunction in the t:slim x2 pump was reported when the battery failed to charge. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to plug the tandem wall adapter into a working outlet and wait at least 30 minutes to see if the pump would begin charging, with plans to follow up on the issue.